Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the problem was a defective motor. As a result, the unit was replaced. There was no patient or user harm.

Event description:
Customer report: "this morning staff have reported incomplete deflation of tracheotomy tube cuff using the intellicuff deflation function. The patient was disconnected from the ventilator for trache shielding and use of a pmv. The patient was not able to speak and investigation of this identified 3ml of air remaining in the cuff when manually checked." "Apparently, this is not the first time this has been noted by staff. Another instance where the deflate cuff function was used on the intellicuff was identified by clinical staff when the cuff port was noted to still be inflated. This was not reported at the time."